Event description:
On (B)(6) 2015 I had lasik eye surgery, which caused permanent debilitating damage, both in terms of reducing my best corrected visual acuity such that I can no longer perform basic functions in low light (including driving at night and navigating safely), as well as permanent chronic pain in both of my eyes. Naturally, these outcomes caused debilitating anxiety and depression, which I have been in treatment for ever since. I was not warned that these side effects were possible with a "successful" treatment, and in fact made it clear to my surgeon that if there was any risk of this, I would rather not have the surgery. Regardless, the treatment was performed and I was only told after the damage was done that there was no option of repair. I was not provided the basic patient right of informed consent, as I was not properly informed of the real risks of the surgery and as such was unable to consent to them (I would not have consented). I have suffered enormous physical, emotional and mental harm, as well as financial loss in the form of medical expenses incurred and lost wages. I elected not to pursue a lawsuit against my surgeon as my emotional health needed to take priority at the time, as well as for other personal reasons. The issue here is more systemic than a particular surgeon however. The lasik industry is selling a commercial product masquerading as a medical procedure, manipulating the patient's trust in doctors so that they believe it is safe. It is an absolutely unsafe procedure and even "successful" procedures involve severing over 8000 corneal nerves in the most densely enervated part of the human body. I know that negative outcomes are underreported and buried, as even to this day, my doctor considers me a "successful" case, as I technically have 20/20 vision (even though I also now have higher order aberrations that mask that vision and render me unable to actually see well in reality). This absolutely must be made a top priority for the FDA. The abuse of patients is appalling and the knowing risks imposed upon unwitting patients in conducting procedures that may cause irreversible damage without their informed consent cannot continue.